Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not communicating due to software issue. A technical support specialist accessed the database instance containing dsserveroltp, opened a new query window, executed the query, and subsequently restarted the sql services on the database server to address the issue. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was not communicating. The customer reported that users were unable to remove medications,while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.